Manufacturer narrative:
(B)(4). The device was manufactured august 9, 2014-august 10, 2014. Evaluation summary: visual inspection revealed fluid in the package that contained the device, this was due to a loose blue winged luer cap. A functional leak test was conducted after tightening the luer cap. The device did not show any signs of leakage. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unknown source into its over pouch. This occurred before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.